Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No clear cause of failure could be determined. The investigation report details, a premature, very fast hardening indicates possible temperature problems. Under higher temperatures, the curing occurs faster. The lot number has been provided, a review of the device history record is not yet available.

Event description:
The cement cured too fast. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Device only sold in (B)(6) but similar to a device sold and marketed in the u.s. Placeholder.